Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy and seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and seroma-late.

Event description:
Patient reported right side ¿pain, swelling, fluid build up, and swollen lymph nodes¿. Patient also reported "issues with right side of the jaw"; this is not device related. Device remains implanted.

Event description:
Additionally, healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening on the anterior side and fold creases. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified a striated break on the anterior side and wear abrasion. Based on the device analysis the final assessment was a striated break on the anterior side assessed as surgical damage consistent with the use of a surgical tool.

Event description:
Patient reported right side ¿pain, swelling, fluid build up, and swollen lymph nodes¿. Additionally healthcare professional reported right side rupture. Patient also reported "issues with right side of the jaw"; this is not device related. Device has been explanted.